Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause cannot be determined. If additional information becomes available, a follow-up report will be submitted.

Event description:
The facility representative contact a baxter sales representative to report a clearlink buretrol solution set in which a leak was observed. According to the report, this leak was observed "below the drip chamber where the clear tube goes into the white plastic". This occurred during set-up in the operating room department. There was no report of patient injury or adverse event associated with this event. No additional information is currently available at this time.